Event description:
Lasik enhancement. Product used: topography-guided contoura lasik with vario iris registration driven by phorcides software after the enhancement, I started having issues with focusing on my computer as well as binocular vision. My eyes did not work well together; resulting in a cross eyed feeling. Computer work became impossible after the enhancement. Pain would start behind my right eye (was slightly overcorrected) and extend all the way down my neck. It was very intense and at times would make me nauseous. Eventually, I started wearing readers and that helped somewhat. I then went to my regular eye doctor with the complaint and she suggested prescription eye glasses. I bought the prescription glasses and the pain subsided significantly. My left eye was under corrected and blurrier than the right. I noticed almost immediately the two eyes did not work well together. This last month, my eye doctor told me that I have binocular vision dysfunction where the eyes are misaligned; a condition I have probably had most of my life but was missed. She prescribed prisms in my glasses. I am still adjusting to them. My initial complaints were dismissed by the surgeon. The lasik facility gave me a 50% refund. My concern is the data regarding enhancements used by this laser. I was told that the surgeon used the laser on many patients needing an enhancement and had success. I'd like to know more info if at all possible.